Manufacturer narrative:
Stripped insert.

Event description:
The customer reported the ventilator became disconnected from stand it was mounted on. The ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) confirmed the reported problem that the ventilator was not secured to the stand. The fse observed there was a stripped threaded insert in the cpu cover for mounting to the stand. The fse replaced the cpu cover to address the reported problem. Final applicable testing was completed per operating specifications.